Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrical insulation between conductor wires 1-4 and the thermocouple wires was tested while the catheter was deflected and un-deflected. A short circuit was detected between conductor wires 3 and 4. Conductor wire 3 was visually inspected and the wire was confirmed to be exposed and the device appeared to be damaged at that point. The 4th electrode ring was removed and conductor wire 3 was seen to be exposed under the ring as well, which was determined to be the reason for the short circuit between electrodes 3 and 4. Both sections of conductor wire 3 that were exposed (distal to ring 4 and under ring 4) appeared to have been damaged in the same way. The root cause of the broken wire is unable to be determined, however, the broken wire is consistent with a damaged during use scenario. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that all manufacturing and inspection procedures were completed at the time of manufacture. There is no evidence that the broken wire was present during manufacturing and anomaly could not be confirmed to be related to manufacturing. The wire damage near electrode ring 4 is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.